Manufacturer narrative:
Additional information was received indicating the pump's serial number: (B)(4). Patient information was also provided, and the respective fields have been updated with the new information.

Event description:
Information received from abbvie 1562564 duodopa pump was involved with a event were reported by nurse the pump was left on the patient all night , causing over-delivery of medication. No patient adverse events reported. This file will be reportable, as over dosing can cause cardiac events, along with hypotension.. The pump is not a cure for the disease but an aide to lessen the uncontrolled motor response the disease manifest. Over-delivery may cause harm to the patient as above listed events could occur.